Event description:
The customer reported, there was no image on the monitor. There was a signal cable from the ccd camera in the ii head and an image appeared in the monitor while exposing.

Manufacturer narrative:
(B) (4). The ge service rep replaced the f1 fuse. It was loose in the fuse holder. The system operates as intended.